Event description:
Complainant alleges "we were doing a cervical case yesterday with a neurosurgeon dr. (B)(6) who used the short insulated bovie tip that disintegrating with use. The bovie unit was set on 35 cut 35 coag."

Manufacturer narrative:
The device was not returned for evaluation, however the complaint was able to be confirmed from pictures and information provided. The root cause is determined to be user error, as use of coagulation mode of the device at 35 watts for 10 seconds of activation will cause the tip to get hot enough to melt the insulation. This should be considered the final report. If any additional relevant information is identified, it will be submitted ina supplemental report.